Event description:
It was reported that, "the patient underwent hip replacement surgery in early 2004. It was further reported that, "after implantation, the patient heard an audible sound emanating from her hip. As a result, patient experienced pain and discomfort in her hip". It was further reported that, "the patient underwent revision surgery in 2007".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.